Manufacturer narrative:
The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device was programmed with a test guardian 2 link sensor and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The device calibrated and displayed the programmed test value properly on the display graph. The device was monitored while connected to the glucose sensor simulator. No unexpected pump error alarms, lost sensor alarms, or hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had the hrm task did not grant motor power in reasonable time and hardware low level failures error. The customer¿s blood glucose was 171 mg/dl at the time of incident. The customer state that they were able to clear the alarm and able to rewind the insulin pump but not able to passed the self test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.